Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.5-3.5. Pt's nurse adjusted the coumadin does every week.

Manufacturer narrative:
Investigation pending.